Event description:
It was reported that a distal locking screw would not meet up with the hole and nail during a trochanteric nail fixation procedure. It was reported that the surgeon was repairing a fracture and as the surgeon was drilling the hole for the locking screw, the drill bit would not meet up with the hole and the nail. Surgery was delayed by 30 minutes. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.